Event description:
Patient called to report a product issue with 2 qvar redihaler devices that she has. Patient stated that both devices are faulty and inaccurately deliver medication before she can put the device up to her mouth. Patient stated that as soon as she opens the white cap, the medication dispenses and gets wasted because it¿s not yet at her mouth. Patient feels a lot of the medication is getting wasted due to this device issue. Reference report mw5160832.